Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad shattered while impacting femoral component. The surgical technique was utilized. There was no surgical delay, or foreign bodies retained. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event was confirmed. Visual inspection of the provided image performed. Unable to confirm the item and lot number from the image. The image clearly shows the device has fractured into two separate pieces. The features of the fracture surface visually align with a zrm document in which an overload fracture failure mode was identified. As the physical product was not returned, further evaluation could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.